Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: gortex graft. Embolic protection: emboshield nav 6. There was no reported product deficiency. The reported patient effect of stroke is a known potential adverse event as listed in the instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented on (B)(6) 2011 with a neck hematoma. On (B)(6) 2011, an xact stent was successfully implanted in the 95% stenosed right common carotid artery at the proximal edge of the anastomosis of the artery with a gortex graft. After stenting, the patient was taken to surgery where the hematoma was evacuated and the bleeding from the distal edge of the gortex graft was placed under control. A jackson-pratt (jp) drain was placed. It was also noted that the gortex graft was infected. The next morning, 600ml of fluid was collected in the jp drain and the patient was taken back to surgery. Significant bleeding was coming from the distal edge gortex graft which was removed and the area was ligated. At some time either during this procedure or after, the patient experienced a stroke. Reportedly, the physician felt that the bleeding was from the infected gortex graft and the stroke was from the ligation procedure and not related to the xact stent. The patient is improving daily. There was no additional information provided.